Event description:
Patient did not experience relief in symptoms (did not experience pain relief). (B)(6). Hcp (health care personnel) did consent to follow up. (B)(6). (B)(4). No further information provided or available regarding this report.